Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the battery for their defibrillator was defective. There was no patient involvement.